Event description:
It was reported that the patient had a "shocking or jolting" sensation. The patient had two "shocking" events, one "about a week" prior to the report and the other two weeks prior to the report. There was no known related accident or incident. Other than the "shocking" sensations, therapy was working "great." It was also reported that there were unipolar impedances >4,000 ohms on 2 and 3. Bipolar impedances were within normal range and this was what the patient was programmed to. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient was at the doctor¿s office complaining of intermittent shocking sensations at the pocket that started 1-2 weeks ago with no specific event. Relevant impedance measurements were as follows: c2=374, c3=393 ohms, and 23=608 ohms, with the patient settings at 3.2 v, 330 pw, rate 14, 3+2-, impedance 374. The patient was reprogrammed to c+2- and it was noted that it seemed to be working okay.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 435135, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead. (B)(4).